Event description:
A malfunction was reported with a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.